Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 305422, batch no: 9112926. It was reported that before use of the sharps coll 2gal pearl the sharps containers were received with the incorrect lids. There were ten sharps containers that had the wrong lid. The following information was provided by the initial reporter: "the 305422 (2g sharps containers) arrive with different tops that do not fit the bd wall cabinets."

Manufacturer narrative:
H.6. Investigation: the actual product was returned, and photo representation was provided. A review of the DHR showed there were no issues reported like incorrect lids during the manufacturing process. A review of the nonconformance material reports was performed and the result showed there were no issues reported for the same part number throughout the last twelve months. According to the evidence provided, the issue seems to be related to an incorrect subassembly (box of lids) supplied, which is a manufacturing issue. The corrective action will be documented under supplier CAPA record car-jrz-00000174 h3 other text : see h.10.

Event description:
Material no: 305422, batch no: 9112926. It was reported that before use of the sharps coll 2gal pearl the sharps containers were received with the incorrect lids. There were ten sharps containers that had the wrong lid. The following information was provided by the initial reporter: "the 305422 (2g sharps containers) arrive with different tops that do not fit the bd wall cabinets."